Manufacturer narrative:
(B)(4).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The patient experienced skin reactions monthly since (B)(6) 2020. The patient developed redness, itchiness, and pus under the sensor patch and pus at the sensor insertion site by day 7 of sensor use. He was evaluated by his physician at least once a month who prescribed oral clindamycin (antibiotic). In addition, he had been hospitalized twice, in may and (B)(6) 2020 and treated once in the emergency department. The specific insertion dates and sites were not provided. No additional patient or event information is available.